Manufacturer narrative:
Date sent to the FDA: 7/7/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device batch pdh470 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/30/2020. Additional information: d10, h6. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? When was the re-examination/post-operative x-ray show the suture breakage? Was there any precipitating stress factor for the suture breakage? What is physician¿s opinion as to the etiology of or contributing factors to this event? Other relevant patient history/concomitant medications? What is the patient current status after suture replacement procedure? Do you have any photos of the event? Additional h3 investigation summary: it was reported performance breakage of suture post-op. A steel suture piece of product code m649g was received for analysis. During the visual inspection of a steel suture piece marks on surface were noted. The ends were noted cut a lineal that appears to be by use of a surgical instrument. Due to condition of the sample received no functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of breakage suture was caused by an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? When was the re-examination/post-operative x-ray show the suture breakage? Was there any precipitating stress factor for the suture breakage? What is physician¿s opinion as to the etiology of or contributing factors to this event? Other relevant patient history/concomitant medications? What is the patient current status after suture replacement procedure? If applicable, will product be returned, return date, tracking information? Do you have any photos of the event?

Event description:
It was reported that the patient underwent a fixation of patellar ligament knee surgery on unknown date and the suture was used. It was reported that reexamination with postoperative x-ray showed that the suture on right knee was broken after using the product in the surgery. Another surgery was given to replace a new suture. Additional information has been requested.